Manufacturer narrative:
This info was not provided on the medwatch report received. (B)(4). Actual device has been received and is currently in the eval process. No conclusion can be made at this time. Corrected data: model should be "na"; catalog should be 281.10; serial should be "na"; lot number should be "a3kj537". Age of device should be "77 months".

Event description:
(B)(4).